Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: cp1a.260305.018 hardware: pixel 8a cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod for longer than 48 hours. Upon removal from the infusion site (abdomen), the pod¿s cannula was found blocked with blood. The patient also reported the smell of insulin.